Event description:
The account alleged that the bed exit will set, but will not alarm when a pt leaves the bed. The account alleged the bed exit was active; the pt got out of bed, fell and was injured. The bed exit did not send an alarm. The account indicated that the bed has been moved, the serial number was not documented and the bed cannot be located.

Manufacturer narrative:
The tech spoke with the nurse mgr who stated,"there were no injuries reported from the incident or from bed exit not working." The facilities maintenance, who called the incident in stated they are currently doing bed exit audits throughout the account and have begun replacing bed exit strips. The date of preventive maintenance on the equipment in question was not available as the account was unable to locate the bed or serial number and there was no documentation at the account regarding the incident. The accounts maintenance stated they do annual preventive maintenance, but have never included bed exits in their preventive maintenance process.